Event description:
The pt suffered a massive intracerebral bleed three weeks after the index procedure. The diagnosis was cerebral hyperperfusion syndrome. The pt expired the next day. The pt is a female who was consented to the study. The pt was a high-risk candidate for surgery, due to a contralateral carotid artery occlusion. The pt has a history of cerebrovascular accidents and smoking. The index procedure was completed in 2008, and pt was symptomatic. The target lesion location was the proximal left internal carotid artery. The vessel was described as moderately calcified and circumferential. Tortuosity was mild. The rate of stenosis was 90%. An angioguard distal protection device was deployed and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day. On the following month, the pt was found, unconscious, in bed by her son. The pt had vomited all over herself and was incontinent of urine. It was unk how long the pt was down, but could have been over eight hours. A CT scan revealed a massive intracerebral hemorrhage on the left with midline shift. The event was determined to be catastrophic and the pt could not be saved. The pt expired the next day.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.